Event description:
Potential manufacturing error. It was reported that, "during a total hip, the scrub tech was threading the implant onto the cup positioner and observed a dark spot on the ha coated surface, near the dome. The dark spot was small, the size of a ball bearing. The device was set aside and a second implant was implanted without issue.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 3 events associated with this event type (potential manufacturing error and product code (B) (4)).